Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a peeled outer layer. No further treatment was needed after removal from the patient. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a peeled outer layer. No further treatment was needed after removal from the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. No unraveled fibers or fiber disturbance was noted to the balloon. Therefore, the investigation is confirmed for peeled outer layer. The definitive root cause for the identified peeling outer layer could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 01/2021). (B)(4).